Event description:
It was reported that at receipt of the devices at the hospital, it was noted that there was a potential sterility breach on the packaging of ten devices. It was also reported that these devices were not used on a pt and there were no delays as a result of this event. It was further reported that the outer shipping box, which contained the devices, was damaged.

Manufacturer narrative:
The blades and packaging subject to this investigation were not returned for eval. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. If the blades and packaging are returned. An evaluation will be performed and a follow-up MDR will be submitted.